Event description:
It was reported that the system would not fully boot up. This resulted in a total loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.